Event description:
A malfunction was reported on a pump while the customer was in the process of loading a new cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.